Manufacturer narrative:
The investigation could no be completed because there was no evidence of the "contamination" since no samples or pictures were provided by customer, also the device history record was reviewed and no discrepancies were found. Complaint was acknowledged based on the customer's information.

Event description:
Customer alleged that a foreign material has been found on 27-gauge cannula. The material leaves a metallic-like black deposit inside the cornea wound the black deposit is causing inflammation inside the corneal wound which is visible post-op day 1.

Event description:
Customer alleged that a foreign material has been found on 27-gauge cannula. The material leaves a metallic-like black deposit inside the cornea wound the black deposit is causing inflammation inside the corneal wound which is visible post-op day 1.